Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly evaluated. A component on the input/output printed circuit board (pcb) was found to be damaged. The pcb was replaced and the programmer then passed all functional testing.

Event description:
Boston scientific received information that while this programmer was being used, smoke appeared from the floppy disk drive. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.